Manufacturer narrative:
(B)(4)

Event description:
A report was received that the patient was having discomfort because of the way the ipg was positioned. The patient underwent a revision procedure wherein the ipg was repositioned. The patient was reportedly doing well postoperatively.